Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
A patient reported she stopped feeling stimulation, but her symptoms had not returned. The patient tried to connect with the patient programmer and the patient reported poor communication. The patient reported poor communication on the patient programmer with the antenna. The patient secured the antenna, but this did not resolve the issue. The patient unplugged the antenna and placed the patient programmer directly over the implantable neurostimulator (ins), but this did not resolve the issue. The patient noted they stopped feeling stimulation 2-3 days prior to the report and they had poor communication on (B)(6). Additional information from the patient on (B)(6) reported she received a new patient programmer from repair, but she was still getting poor communication, it was also flashing back to synch now during troubleshooting. The patient stated she was using (B)(6) brand alkaline max batteries. It was recommended for the patient to try new batteries, regular alkaline batteries. Additional information from the patient on (B)(6) reported her stimulator was not working. The patient had gotten new batteries as she was instructed, but it was still not working. The patient was redirected to their healthcare professional (hcp). Additional information from the patient on (B)(6) reported she brought new batteries and was still not able to connect to the patient programmer. There were no further complications that have been reported as a result of this event. The patient is implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient did not feel the ins working, so they thought it wasn't working. The patient's stimulation was increased as they got used to it. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.